Event description:
The pump was not functioning properly and bgs were high. The alarm history was reviewed and ran a self-test. Pump appeared to work fine. However, customer stated that they wanted to sleep and made incoherent statements. Troubleshooting could not be performed due to the state of mind during the call.